Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and the advantage were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The reason for surgery was urinary incontinence. The concurrent procedures were hysterectomy, lysis of adhesions, sacral colpopexy, cystoscopy. It was reported that following insertion the patient experienced pain, infection, urinary problems, discharge and odor. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced leakage, frequency, urgency, urge incontinence, vaginal yeast infection, vaginal and vulvar itching.

Event description:
It was reported that following insertion the patient experienced leakage, frequency, urgency, urge incontinence, vaginal yeast infection, vaginal and vulvar itching.